Manufacturer narrative:
The device was returned to the MFR and has been analyzed with the following results: the device body, including the device septum, showed no anomalies and no internal damage was seen. The 4-5/ 16" device catheter showed signs of compression at the distal end. This area appared compressed and erratically cut, which is characteristic of "pinch-off" syndrome. The device was patent and did not leak. A review of the device history record was performed on this catalog/lot number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this catalog/lot number and no trends were identified. The physician's report that the device catheter had sheared was confirmed by the MFR'g analysis of the returned device. This event appears to be due to "pinch-off" syndrome resulting in catheter shear. The MFR had previously forwarded the physician an article exclusive to "pinch-off" syndrome diagnosis for his review on 12/3/96. No further details are available. The MFR is now closing its file on this event.

Event description:
On 11/26/936, the pt contacted the MFR and reported that the device was explanted on friday, 11/22/96, because it had "broken."